Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited periodic lack of ventricular conduction. Ventricular capture management was disabled. Review device data revealed known missing ventricular pace issue. Physician disabled ventricular capture management. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.